Event description:
Approx 4 cm's of tls wire from a bard PICC line was found retained in a branch of the pt's right subclavian vein. Suspect this was pre-existing prior to her admission. Foreign body was removed by surgeon.